Event description:
Per (B)(4) adverse event report, dislodgement of this lv lead was found at a post implant check-up. This lead was explanted and replaced by an epicardial lead. Should additional info becomes available, this event will be updated.